Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator gave an alarm indicating a failure of the control printed circuit during start-up. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our investigation has determined that the complaint in this report is a duplicate of 1818mcc1789 with manufacturer report# 8010042-2018-00223. Please refer to 8010042-2018-00223 for the event problem, evaluation codes and additional manufacturer narrative. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).